Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). It was reported that the patient started their trial with an outpatient procedure in their health care provider's (hcp) office on 2024-mar-01 where manufacturer representative (rep) had been helping and there was difficulty with putting the wire in so the patient only trialed with one lead. Patient mentioned they had been on mybetriq prior to and while doing the trial but patient services (ps) wanted to note that it was difficult to tell if they were talking specifically about their symptoms during the trial or their symptoms in general but they stated "I'm not gonna get up every minute to go to the bathroom" and that they were getting up 2-3 times a night and that they wanted to be given a 'fair shot' so they were going to do a second trial. Patient further explained and stated the hcp hadn't been sure if they'd "gotten the nerve" right with the one wire they managed to place so they removed the trial on (B)(6) 2024 and told the patient they wanted to do a 'retrial' and this time do it at a surgical center so they would have better accuracy. Patient stated the 2nd trial procedure was scheduled for (B)(6) 2024, they were supposed to be doing the permanent implant. Patient stated they had been running around and doing x-rays and signing papers and getting all these other tests done and visiting the cardiologist in preparation for having the 2nd trial procedure. Patient commented something about feeling it in their penis when they had to go and that they felt like they thought it was still sort of working since the wire was removed on (B)(6) 2024, but their wife didn't really think it was and their wife didn't really think the mybetriq was working either. Patient's reason for call was they'd been trying to figure out how to download the my journey application in preparation for their second trial procedure because they wanted to start tracking their symptoms so they could stay on track. Patient stated so far the my journey hadn't worked and they couldn't figure out how to download the app on their phone. Patient services reviewed with the patient that for app installation they would need to speak to the my journey team and gave the patient the phone number for the my journey team. Patient services attempted to warm transfer the patient but by the time patient services reached the my journey team, they were already closed for the day. Patient services offered to the patient to transfer them to leave a message but the patient declined and stated they would rather call the team tomorrow morning. Patient state they may call patient services back if they couldn't get a hold of the my journey team. Patient services wanted to note that patient services did their best to follow the patient on the call and document the reported information. Documented reported event. No further action was taken by patient services. Patient services collected no ens serial number as the patient was in between trials.